Event description:
Part of a fastener broke off during the procedure. The surgeon tried to remove the fragments but all the pieces could not be retrieved. There were no adverse effects or pt consequences.